Event description:
It was reported that this right ventricular (rv) lead triggered an alert for high, out of range (oor) pacing impedance. The pacing impedance has been steadily increasing in time up to the oor values. There was an episode were noisy signals were over sensed and inappropriate anti-tachycardia pacing was delivered. Tachy therapy was turned off. The rv lead remains in service but an extraction procedure is planned. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead triggered an alert for high, out of range (oor) pacing impedance. The pacing impedance has been steadily increasing in time up to the oor values. There was an episode were noisy signals were over sensed and inappropriate anti-tachycardia pacing was delivered. Tachy therapy was turned off. The physician decided to implant a new rv lead with a non bsc device and plugged the old rv lead into the left ventricular lead port of the new non bsc cardiac resynchronization therapy defibrillator, programmed in a non functional mode. No additional adverse patient effects were reported.